Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 5 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to allow the cycler to dry and setup with new supplies for their next treatment. Upon follow up, the patient contact confirmed the reported event and that the leak was discovered after cancelling treatment during drain 1 after the alarm. Fluid was found inside the cassette door and on cassette but not the tubing. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, cefalexin (250mg, oral, one capsule 3 times a day for 3 days). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated that the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event after letting the cycler dry out. The patient contact confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation, however, the tubing has been cut off.

Manufacturer narrative:
Correction: d4, h4.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 5 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to allow the cycler to dry and setup with new supplies for their next treatment. Upon follow up, the patient contact confirmed the reported event and that the leak was discovered after cancelling treatment during drain 1 after the alarm. Fluid was found inside the cassette door and on cassette but not the tubing. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, cefalexin (250mg, oral, one capsule 3 times a day for 3 days). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated that the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event after letting the cycler dry out. The patient contact confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation, however, the tubing has been cut off.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 5 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to allow the cycler to dry and setup with new supplies for their next treatment. Upon follow up, the patient contact confirmed the reported event and that the leak was discovered after cancelling treatment during drain 1 after the alarm. Fluid was found inside the cassette door and on cassette but not the tubing. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, cefalexin (250mg, oral, one capsule 3 times a day for 3 days). The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated that the patient skipped the remainder of peritoneal dialysis treatment in the absence of the cycler. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event after letting the cycler dry out. The patient contact confirmed that the cycler set was available to be returned to the manufacturer for physical evaluation, however, the tubing has been cut off.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. As the complaint product sample was being disinfected and prepared for analysis, a leak was found on the cassette film. The condition of the sample arrived with all the lines cut. During the inspection with the microscope, a tear was found in the cassette film. During the visual inspection with the microscope, a tear in the film was found. This kind of damage could have the following causes: pump door is sharp per closes unexpectedly during set up. Misalignment between cassette and pump during set up. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the alleged event was confirmed with complaint product evaluation; however it is not possible to determine the actual cause of the defect.